Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The technical service engineer reviewed system logs and identified fault 31016. The customer reported that both surgeon side consoles had been working the previous week without issue. The field service engineer (fse) noted that a p11c update had been performed on december 30. An intuitive surgical, inc. (Isi) clinical sales representative updated the second system to the latest software level, after which the second console was reconnected and confirmed to be functioning normally. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was not able to get both surgeon side cart (ssc) to connect. The technical support engineer (tse) reviewed logs and saw 31016 fault. The procedure was completing as planned with no reported injury.